Event description:
It was reported that the user received an infusion set expired alert and experienced elevated blood glucose around 216 mg/dl after wearing a steel infusion set longer than the recommended two days, and the user was counseled to change the infusion set and tubing while retaining the cartridge if sufficient insulin remained. Symptoms included hyperglycemia. Outcomes included user self-management with planned infusion set and tubing replacement and guidance to avoid insulin stacking by going off the ilet for at least two hours if using external fast-acting insulin. Investigation included troubleshooting and education regarding appropriate infusion set change intervals and cartridge filling practices, with recommendation for trainer support if using insulin pens to fill the cartridge. Investigation of this case revealed that use of a steel infusion set beyond its recommended wear time is a known contributor to hyperglycemia and infusion site performance issues, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.